Event description:
It was reported that when using the bd pyxis¿ es server, anesthesia machines screen went from frozen to black. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, it was determined that the stations screens froze and eventually went black. A technical support specialist (tss) observed that each device experienced the same issue, a loss of connection between the station and the server's domain. It was tss determined that the root cause was likely related to the customer's network. The issue was resolved by rebooting the affected devices, which restored connectivity. As the problem originated from the customer's network environment, tss proceeded with case closure. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, anesthesia machines screen went from frozen to black. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.